Manufacturer narrative:
(B)(6). The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported ( 4-5 ) false-positive results with the ID now covid-19 assay during the week of (B)(6) 2021. Repeating testing was performed in a diluted viral transport media ( vtm ) on the ID now covid-19 assay. Although requested, no additional information has been provided at this time.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive obtained with diluted viral transport media. Per the package insert the ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Testing using vtm is considered off-label and are not supported for use by abbott rapid diagnostics (B)(4). The results of this test are considered to be invalid.